Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 checking your blood glucose 7 / page 96 warning: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 111 advises: hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose (no matter how mild). If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your bg level to confirm.

Event description:
It was reported that the patient was in a near fatal car accident due to a hypoglycemic episode, her blood glucose went low. The patient's blood glucose before departing read 85mg/dl. While on the way home, she got into the accident and, when found, her blood glucose was 35mg/dl. She was in the hospital recovering for three weeks. The patient had to have both her kidney and spleen removed. Her back, neck, and arm were also broken due to the severity of the accident. While at the hospital, the patient was placed on an insulin drip and, once regulated, she was given lantus shots and novolog for bolus delivery. The mother stated that she does not feel the pod was at fault, but the cgm (continuous glucose monitoring) that gave an inaccurate reading. The patient's last bolus was given at lunch time, 4 hours before the event, when her blood glucose was about 300mg/dl, so she corrected and bolused for carbohydrates.